Event description:
It was reported the ventricle output intermittently drops. The device was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the main board. The ventricular output was not present. A transistor was the failing component. After the component was replaced, the unit was run on an automated tester and passed all tests following the rework. Conclusion: the reported event was confirmed, a transistor component failed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the encoder nuts were not torqued to specification. (B)(4).